Event description:
It was reported that during the patient's implant procedure, the atrial lead was placed and had a good location and thresholds. While the case was still in progress, the lead dislodged. The lead's fixation helix was blocked, and would not retract, so the physician was unable to reposition it. The lead was removed and returned and a new lead was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the full lead was returned and analyzed and it was found that the distal conductor is distorted. It was also noted that the outer insulation was breached cut, the lead is stretched and there is blood/ body fluid on the proximal conductor and in/on the helix mechanism. The analyst commented that the helix can not be extended and retracted due to distal conductor distortion within the connector.